Event description:
The hospital reported a malfunction resulting in a potential for a leak greater than 4.5l/min. There was no patient involvement.

Manufacturer narrative:
The customer replaced the condenser to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). The customer replaced the condenser to resolve the reported issue.